Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a missing sensor wire that required medical intervention. The sensor wire was inserted into the abdomen on (B)(6) 2019. The patient's mother reported that the day after sensor insertion, the child showed his mother a painful area at the insertion site. She removed the sensor and noticed the wire was missing and was inside his body. The patient was taken to the hospital to have the wire removed. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(4) 2019. The patient's mother stated the sensor wire was surgically removed at the hospital on (B)(4) 2019. After removal of the sensor wire, the patient felt better and was discharged from the hospital on (B)(4) 2019. No further patient or event information was provided.